Event description:
The company representative on behalf of the customer reported to olympus that during preparation for use, the camera head had no image when inserted into the olympus endoscopic video image processing unit. The patient was inside the operating room when the issue occurred. The customer changed the stack with similar other company 4k stack and then started the procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
G1 establishment name: shirakawa olympus co., ltd. Follow-up is in progress to obtain additional information regarding the event from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Olympus further received information that the intended procedure was therapeutic laparoscopic hepatectomy. The procedure was delayed for 20 minutes due to device replacement with patient under general anesthesia. The procedure was completed with a similar non-olympus stack.

Manufacturer narrative:
This report is being supplemented to provide additional information from customer and information based on the legal manufacturer's final investigation. The subject device was returned and evaluated. The reported issue was confirmed. Due to damaged cable, there was an image fault. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. The reported risk/harm is addressed in the instructions for use (IFU): "never use the camera head on a patient if an irregularity is observed." Olympus will continue to monitor the field performance of this device.